Manufacturer narrative:
(B)(4). If implanted, give date: not applicable as there was no patient contact. If explanted, give date: not applicable as there was no patient contact. All pertinent information available to abbott medical optics has been submitted.

Event description:
Originally, it was reported that an intraocular lens, model za9003, was defective. Additional information was received that the lens was cracked. There was no patient contact. No further information was provided.

Manufacturer narrative:
Device evaluation: visual inspection of the returned complaint device was performed at 10x microscope magnification. The device analysis noted that lens was observed with one haptic distorted/bent. No other defects such as ¿cut, ripped/torn¿ were observed; reported torn/cracked lens was not confirmed. Based on device analysis, haptic distorted / bent was verified in the sample received. Manufacturing record review for this production order (po) revealed that this serial number lens was manufactured according to specification. There were no non conformances related to the reported issue or associated to the production order. A review of the complaints related to the production order was performed and the results revealed that no other complaint were opened. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on returned device analysis, manufacturing record review and labeling review, no product deficiency was identified. (B)(4). All pertinent information available to abbott medical optics has been submitted.